Event description:
Reporter indicated that a vns pt developed an infection at the generator site. Upon further investigation, it was reported that the pt had developed a staph aureus infection, which was not mrsa. It was reported that the pt was placed on IV antibiotics, and then the pt underwent surgery during which the vns device was going to be explanted. However, the surgeon had difficulty removing the device due to scar tissue, and the device was left in place. The pt then was treated with "long term antibiotics". It was reported that the pt is "doing well at home".

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.